Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with f-66; this condition had the potential to interrupt delivery. This condition was found in the emergency room. It is unknown when this event occurred. It is unknown if there was reported patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with failure 66 was confirmed and reproduced during product evaluation. A defective main battery is the determined cause of the reported problem. The main battery was replaced to resolve the reported condition. Should additional information be received, a follow-up medwatch will be submitted.